Manufacturer narrative:
This event occurred on unspecified date, with the "last 2 months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least 2) of access sets leaked from the port around the spike when connected to medication bags. This was observed during infusions with fentanyl and vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.